Event description:
On 2/12/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event. The cds reported the user also experienced loss of consciousness and was in the emergency room (ER). The cds was able to get in touch with the user on (B)(6) 2024. The user reported they were at a super bowl party, had some alcoholic beverages and some snacks, and then ended up with a low in the 50s and was having a hard time staying awake. His partner was nervous and ended up calling ems. He went to the ER, received IV glucose, and then was sent home. He said it's hard to say if the difficulty staying awake was due to the alcohol or the low.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2023. The last cartridge and infusion set change operations prior to the review date were on 2024-02-08 at 8:12pm. Cartridge change, and infusion set change operations were then logged on 2024-02-11 at 9:16am. No instances of bg-run mode were logged between 2024-02-04 to end of logs. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Engineering logs available at the time of this report end on 2024-02-12 at 10:31am. No low cgm glucose readings were found for this date, however low readings were found on 2024-02-11. As such, data for this date was reviewed. Review of the ilet report and device logs show the user experienced a brief period of hyperglycemia during the afternoon of 2024-02-11 with approximately two and a half hours above range and a peak cgm glucose of 257 mg/dl. The user announced a "usual" sized lunch meal during that time at 6:02 pm when cgm glucose was 254 mg/dl. The user had previously announced a "usual" sized lunch meal about two hours earlier, when cgm glucose was 124 mg/dl. The ilet delivered insulin in response to cgm glucose values up until the second meal announcement; at that time, the ilet began suspending insulin for brief periods or delivering only small basal doses and cgm glucose began to trend down. Review of the report shows the ilet had delivered similar and larger meal doses and correction insulin doses on the days leading up to the event that did not result in hypoglycemia. Insulin dosing was completely suspended at 8:26 pm when cgm glucose was 107 mg/dl and slowly trending downwards. Cgm glucose goes below range at 8:56 pm, with a nadir cgm glucose of 51 mg/dl and a total of approximately 30 minutes spent less than 54 mg/dl. Cgm glucose returns to range at 10:16 pm. No evidence of device malfunction can be found in the engineering logs. Entries in the logs indicate that the ilet did not make basal delivery requests 30 minutes prior to the low event and did not make requests again until after cgm glucose readings were above 100mg/dl and not decreasing. All cgm glucose related alerts were appropriately triggered but not acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the likely assignable causes for this hypoglycemic event are related to potentially underestimating the carbohydrate content of their snacks, and the insulin dose for the snacks was too large. It is also possible the user did not fully understand the appropriate use of the meal announcement feature and delivered a second meal announcement in response to their hyperglycemia instead of for a meal, stacking insulin and contributing to their hypoglycemic event. A likely contributing factor of this event is the fact that the device's volume was turned off, making it difficult for the user to recognize the low glucose alerts prior to the urgent low glucose alert. It is also likely that alcohol consumption played a role.